Event description:
The consumer states the scooter would not drive so they turned the key off and got off the scooter. They allege the scooter took off and ran into the wall and the controller under the seat allegedly emitted smoke. No injury alleged.